Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the client is having some struggles with the false positives results of hers hemocultures analysis. "

Manufacturer narrative:
H6: investigation summary : customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product lots 0267326, 1104216, 1097802, & 1090878. Neither log files nor plots were received. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Customer reported a false positive defect. Upon further evaluation it was noticed that complaint received was from a lot 0279817 already expired. Neither log files nor plots were received. Testing cannot be performed on expired product. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record could not be reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0279817. Medical device expiration date: 2021-07-31. Device manufacture date: 2020-10-05. Medical device lot #: 1104216. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-04-14. Medical device lot #: 1097802. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-04-07. Medical device lot #: 1090878. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-03-31. Medical device lot #: 0267326. Medical device expiration date: 2021-07-31. Device manufacture date: 2020-09-23. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the client is having some struggles with the false positives results of hers hemocultures analysis. "